Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged dialysis catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs which depicted a portion of dialysis catheter. The clamp markings and molded joint markings were partially worn. Damage was observed in the depicted red-lured lumen just proximal of the clamp. The catheter appeared deformed in the vicinity of the damage. While damage appeared to be visible in the submitted photographs, inspection of those photographs was insufficient to identify the root cause(s) of that damage. Potential contributing factors include sharp instrument contact and use of non-approved cleaning agents to maintain the catheter insertion site. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was inserted approximately three weeks ago. Today as the nurse was preparing to dialyze the patient she noticed that the catheter had cracked at the clamping site of the arterial lumen. The patient needs to undergo catheter removal and reinsertion procedures. No patient injury reported.